Event description:
Home pt called baxter technical service center to report pt had inadvertently disconnected in dwell 1 of treatment on the homechoice machine. Pt reconnected self once pt realized pt had disconnected. Baxter technician instructed pt to discontinue treatment with current set up, restart with all new supplies and notify pt's rn of incident. No pt injury or medical intervention was reported during the initial report in association with this incident.